Manufacturer narrative:
Medical devices continued: 3387s neurostimulation leads.

Event description:
It was reported that, during an implantable pulse generator (ipg) check, the programmer's radio frequency (rf) programmer head passed into the vicinity of the patient's deep brain stimulation (dbs) device. Following this, the patient reported a sudden increase in symptoms, specifically, a tremor in the right arm. It was determined that the programmer had stopped the dbs device from providing therapy. The programmer head was placed over the dbs device again, and therapy was restored. It was noted that the patient's symptoms decreased following this action. The programmer remains in use. No further patient complications have been reported as a result of this event.